Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, when visiting a hospital for regulars inspection, the cardiosave intra-aortic balloon pump (iabp) touch calibration was not possible. There was no patient involvement .

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the touchscreen assembly (0160-00-0123). The fse performed the touchscreen calibration which passed. The fse conducted an inspection based on the service manual. Operation check results were good.